Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial knee procedure on an unknown date. Subsequently, the patient underwent a revision procedure on an unknown date due to tibial loosening. The surgeon stated there appeared to be bone necrosis on the medial side between the anterior peg and keel.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight. "

Event description:
It was reported that the patient underwent an initial knee procedure on (B)(6) 2014. Subsequently, the patient underwent a revision procedure on an unknown date due to tibial loosening. The surgeon stated there appeared to be bone necrosis on the medial side between the anterior peg and keel. Additional information received reported the patient was revised on (B)(6) 2015 due to tibial loosening. The tray and bearings were removed and replaced.